Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the sewing ring was damaged along the right and non coronary cusps. Damage occurred likely during explant. The valve stent posts appeared deflected. All leaflets were in the closed position with the left cusp free margin on the same plane as the coaptive ridge of the right cusp. All leaflets were slightly stiff but flexible except where pannus extended on the inflow. It appeared that the nodule of aranti on the lunula of the left cusp was torn off. No loose tissue was returned with the valve. All commissures were intact. Pannus on the inflow lined the tissue and base stitching adjacent to all cusps, extending over the inflow margin of attachment, and 1 to 5 mm onto all cusps showing a reduced inflow orifice area. An unknown amount of pannus appears to have been removed on the inflow and outflow during explant. Radiography showed no evidence of calcification on the valve leaflets. Conclusion: the device was returned for analysis. Visual inspection was performed on the returned device. The pannus overgrowth on the inflow appears to have extended several millimeters out onto the leaflet which would have significantly impaired the leaflet mobility. The impairment of leaflet mobility may have led to the stenosis. Pannus overgrowth is associated with surgical valve replacement due to patient interaction and/or healing response with the surgical valve. Pannus overgrowth has been an inherent risk of surgical valve replacement. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years and 11 months post implant of this bioprosthetic valve, it was explanted and replaced due to stenosis. An aortic aneurysm repair was also performed during this intervention. No other adverse patient effects were reported.